Manufacturer narrative:
Device passed the self test and displacement test. Toggled on or off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing. No pump error 63 alarms noted during testing or found in the formatted history. No pump error 63 alarms were found in the formatted history or noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had all voices in very low even volume should be 5. Customer's blood glucose level was unknown. Customer reported that the audio options menu in the insulin pump was set to vibrate. Customer reported that they did hear beeps when audio volume settings were saved but did not hear the differences between the two audio beep volumes. The insulin pump will be returned for analysis.